Manufacturer narrative:
Product complaint # (B)(4). Additional information received from the affiliate indicated that the exact circumstances surrounding the separation of the device positioning unit (dpu) were not reported. No further information could be obtained regarding the sequence of events relating to how and when the embolic coil became detached from the dpu. The embolic coil remains implanted in the patient and is not accessible for testing; however, the coil delivery system has been returned for evaluation. The engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]. As reported by a healthcare professional, during a coil embolization of an internal carotid artery (c3 lacerum segment) aneurysm, the 5mm x 15cm galaxy g3 (gly120515/l10940) coil failed to detach. The power was turned on and off, and the enpower (ecb00018200/l14046 or l13631) control cable was replaced but the issue continued. Therefore, the physician attempted to remove the coil; however, it unraveled and apparently protruded into the parent vessel. The coil was fixed to the parent blood vessel with an unspecified stent and an additional coil was then placed into the aneurysm. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained through the microcatheter. No visible product defect/damage was noted prior to the event. Initially, five competitor coils were implanted. A sl-10 (stryker) microcatheter and an enpower dcb2 (dcb2000500) detachment control box were also used in the case. The complaint coil delivery system and the enpower control cable (l13631) will be returned for evaluation. No further information was provided. The coil was detached and secured to the parent vessel wall with a stent. Additional coils were placed, and the procedure was completed. It was not reported if a pre-deployment electrical check was performed on the device. It was also not reported if the same detachment control box was used to detach subsequent coils. All connections appeared to fit properly without application of excessive force. The embolic coil did not appear damaged prior to the event. The coil delivery system was prepped without any difficulty and the user had not applied undue force at any time. It was not reported how long the procedure was delayed due to the event, but the surgical delay was not considered clinically significant. There was no additional information provided regarding relevant anatomical information including vessel or aneurysm characteristics. No further information could be obtained. A non-sterile unit galaxy g3 5mm x 15cm was received inside of a pouch. A visual inspection was performed on the device. The re-sheathing tool was found broken and the dpu was found kinked and broken as well. The introducer was found unzipped and the embolic coil was not returned for evaluation. The device was inspected under a microscope and the separate sections of the dpu show evidence that it was kinked before it was broken/separated. Rh had evidence of being heated. A functional test could not be performed due the dpu condition and because the embolic coil was not returned for evaluation. A manufacturing record evaluation was performed for the finished device l10940 number, and no non-conformances related to the reported complaint condition were identified. The customer report that the coil failed to detach could not be evaluated because the embolic coil was not returned for analysis and the dpu was received broken in two. The customer report that the coil unraveled during use could not be evaluated because the embolic coil was not returned for evaluation. The customer report that there was coil withdrawal difficulty into the microcatheter could not be evaluated because the embolic coil was not returned for evaluation. The customer report that the coil protruded into the parent vessel could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. The customer report that the coil prematurely detached was confirmed as to the embolic coil was not returned, however the exact time of occurrence cannot be determined. The conditions (broken and kinked) observed on the dpu may have contributed to the device failure however, there is evidence that the device was manufactured in accordance with documented specification and procedures. The conditions may be related to excessive force applied to the device and/or procedural factors however, this cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the coil was detached and secured to the parent vessel wall with a stent. Additional coils were placed, and the procedure was completed. It was not reported if a pre-deployment electrical check was performed on the device. It was also not reported if the same detachment control box was used to detach subsequent coils. All connections appeared to fit properly without application of excessive force. The embolic coil did not appear damaged prior to the event. The coil delivery system was prepped without any difficulty and the user had not applied undue force at any time. It was not reported how long the procedure was delayed due to the event, but the surgical delay was not considered clinically significant. There was no additional information provided regarding relevant anatomical information including vessel or aneurysm characteristics. No further information could be obtained. Initial reporter phone: (B)(4). The engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Preliminary images were forwarded for review by the j&j (B)(6) affiliates. The images showed that the embolic coil had been detached from the delivery system and the resistance heating (rh) coil had been heated. The embolic coil was not returned for analysis. The device positioning unit (dpu) was received separated. Additional information has been requested and will be submitted within 30 days of receipt. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(4). Concomitant medical products due to character limitation: sl-10 (stryker) microcatheter, enpower dcb2 (dcb2000500) detachment control box the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. (B)(4). (B)(4) was selected to reflect the surgical intervention performed. An unspecified stent was placed to fix the unraveled coil to the parent vessel wall. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other", a manufacturing record evaluation was performed for the finished device l10940 number, and no non-conformances related to the reported complaint condition were identified. The review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an internal carotid artery (c3 lacerum segment) aneurysm, the 5mm x 15cm galaxy g3 (gly120515/l10940) coil failed to detach. The power was turned on and off, and the enpower (ecb00018200/l14046 or l13631) control cable was replaced but the issue continued. Therefore, the physician attempted to remove the coil; however, it unraveled and apparently protruded into the parent vessel. The coil was fixed to the parent blood vessel with an unspecified stent and an additional coil was then placed into the aneurysm. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained through the microcatheter. No visible product defect/damage was noted prior to the event. Initially, five competitor coils were implanted. A sl-10 (stryker) microcatheter and an enpower dcb2 (dcb2000500) detachment control box were also used in the case. The complaint coil delivery system and the enpower control cable (l13631) will be returned for evaluation. No further information was provided.